Manufacturer narrative:
Submit date: 06/29/2016. The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Samples were received for the investigation and the issue was confirmed. A corrective and preventative action (CAPA) has been opened to determine the root cause of this reported event. When root cause(s) is determined the appropriate actions will be taken to address the reported condition. If additional information is received this complaint will be reopened. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer states there was a tear in the light glove when they took it out of the packaging.

Manufacturer narrative:
Submit date: 02/15/2016. Originally reported as the customer states there was a tear in the light glove when they took it out of the packaging. Per additional clarification received from the customer on 2/15/2016, the tear was noticed once the light glove was put on the light handle. This was used in the cath lab.

Event description:
The tear was noticed once the light glove was put on the light handle. This was used in the cath lab.